Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer¿s blood glucose value. No additional information was provided and the customer declined troubleshooting with tandem technical support.